Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy worked for them when they first got the implant and that they'd just been wearing their underwear and they were dry but then it stopped helping and they tried to increase the stimulation but it felt strong and it still didn't help their symptoms and they were now wearing a diaper and a pad. Patient said they'd been so sick "and everything" and they constantly were wet. Patient said the therapy wasn't working for them and they went away to aruba and they thought they'd turned it off for that trip then and then they thought they had left the therapy off because then they had a knee replacement surgery but they weren't sure if they'd actually turned the therapy off or not and now they couldn't get into the thing (they couldn't connect to their settings) to tell them if it was on or off. It just "didn't work anymore." Patient was unable to provide when exactly the therapy stopped helping. Patient services reviewed external devices with the patient. At the top of the call, the patient's external devices were entirely off and patient services walked the patient through powering the external devices on and connecting to their settings. The therapy was on, on program 3 at 2.8 ma and the external devices were functioning as intended. Patient services reviewed device description/function and therapy expectations with the patient and reviewed the patient could try increasing the stimulation on their current program to see if that helped their symptoms but if the therapy had already been increased and it still wasn't helping the patient where it was at now, it might be best to consider trying a different program. Patient services reviewed stimulation, programming and ins battery longevity considerations with the patient and directed the patient to follow up with their managing healthcare provider(hcp) discuss their concerns and discuss making a potential program change.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.